Event description:
On (B)(6) 2023, this patient underwent an emergent endovascular treatment for an imminent rupture of a thoracic aortic aneurysm using three gore® tag® conformable thoracic stent graft with active control system (ctag). The patient tolerated the procedure. On (B)(6) 2024, a follow-up CT exam confirmed a slight proximal type I endoleak. No treatment was performed at the time and the physician decided to monitor the endoleak. On (B)(6) 2024, the patient presented with thoracic pain. A CT exam confirmed an aneurysm enlargement due to the increased proximal type I endoleak which was diagnosed as imminent aneurysm rupture. The patient was brought to an emergent treatment on the same day. After performing an axillo-axillary bypass, an additional ctag was implanted proximal to the previously implanted ctags just below the left common carotid artery. The proximal type I endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak and aortic expansion (e.g. Aneurysm, false lumen, landing zone, lesion ) and aortic rupture. H6: investigation findings code updated from c21 to c19. Investigation conclusions code updated from d16 to d15 and d12.